Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse. The reported event of a sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.